Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No was the ampoule crushed repeatedly? A couple times. Did the glass penetrate the user¿s skin? Yes. What was done to treat the shard penetration? Washed & sanitized hands was medical or surgical intervention required? No. What is the status of the surgeon injury today? Ok.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2017 and topical skin adhesive was used. During the procedure the shards of the ampoule broke and made their way onto the applicator. The surgeons finger was poked by a shard. It is unknown how the procedure was completed. There were no patient consequences reported. The surgeon was treated by washing and sanitizing hands.